Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, map shift occurred, without notification by system (no error message). The physician was not able to re-enter the pvs with the lasso, after one front patch moved out of height (47 cm) due to obesity of patient and a deep breath taken. Only warning was a ¿front patch out of mapping range" which disappeared after the patient came back to normal breathing. Approximately the map shift was 5mm. The acl function in use during the case and the fam was created via lasso nav. The case was completed by creating a new map.